Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was over 230 mg/dl and had been addressed with a correction bolus. The customer had changed the infusion site. As the alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.